Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported there were several 20ml syringes with no graduation markings. To aid in the investigation, seven hundred nineteen samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed. Sixty-seven samples have the syringe barrel scale marking missing. The photo provided shows three syringes in their packaging blisters with the syringe barrel scale marking not visible. No other defects or imperfections were observed. This defect could occur if there was a jam that misaligned the printing pad during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4059818. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 302830. Batch # 4059818. It was reported by customer that they found several 20ml syringes with no graduations marked on them. Verbatim: date: (B)(6)2024 complaint number: (B)(4) account name: (B)(6) contact person: (B)(6) item number: b-d302830 item description: mbo-syr,20ml,ll,strl,lf incident description: no graduation marks. Item: 302830 quantity affected: 6ea serial/lot number: (B)(6) p.o.: (B)(4) are any samples available for return? Yes. Reported issue: on friday(B)(6)2024 one of our tech informed me she found several 20ml syringes with no graduations marked on them. These are bdf 20ml luer- lok tip syringes ref 302830 lot# 4059818. Customer disposition request: replacement. Customer contact information: (B)(6).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 302830, batch # 4059818. It was reported by customer that they found several 20ml syringes with no graduations marked on them.